Event description:
It was reported that the pump declared alarm 20 during pumping, and the customer was unable to successfully load a new cartridge as the alarm recurred. There was no adverse impact to the customer¿s blood glucose level. The resolution was that the patient will contact their healthcare provider because the pump is out of warranty.